Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 29.4 mmol at the time of the incident, treated with the pump brought down to 17.4 mmol/l. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. Customer reports the following symptoms related to their high bgs: patient was feeling really tired and headache. Displacement test passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device was tested with a water infusion set with no air bubbles anomaly noted in reservoir. Format history file analysis confirmed hardware low level failures alarm due to open keypad traces. Device received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, missing display window cover and scratched case.